Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the functional testing of the pump identified the component failed the deflation and activation test. Although there was no allegation against the device, the observed issues could affect the functionality of the pump. Device history record (DHR). A DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device did not identify a leak in any component. Functional testing of the device showed that the cylinders and reservoir performed within specification. The functional testing of the pump identified that the component failed the deflation test that verifies that greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi (pounds per square inch), to 4 psi in less than or equal to 14 seconds. It also failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was returned without an allegation. The analysis performed on the device identified that the product did not perform within specification.